Event description:
It was reported that cartridge alarm 20 occurred on pump, and caller noted cartridge alarms with consecutive cartridges on in-warranty device. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode and return it within 10 days, and was advised to reprogram pump settings and reconnect continuous glucose monitor after tandem technical support arranged shipment of replacement pump with updated software.